Event description:
The pt called alleging that the meter would not power on. The last time the pt used the meter was one month ago. The pt did not experience any symptoms at the time of testing and was treated with glucose by a medical professional. The battery was replaced over a year ago and the pt replaced the battery and the issue still persisted. Based on the information provided, there is no evidence of a serious injury. This case is being reported as a malfunction, since the power issue was not resolved.